Event description:
It was reported by the rep the device was used during laparoscopic cholecystectomy. It was reported while trying to lay a clip on the cystic duct, the surgeon rotated the shaft for better visualization. When she did that the clips fell out of the jaws. This happened four times. They were finally able to lay one clip and then used the endostitch (ussc) to stitch the duct as they had no more tissue left to place clips. There was no consequence to the pt.